Event description:
Boston scientific received information that this right ventricular lead was explanted due to dislodgement. The rv lead was explanted and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection damage at the lead's tip was noted. Damaging the lead tip requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. There was no sign of a material or manufacturing problem.